Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line). This occurred during an unknown cycle in peritoneal dialysis therapy. It was unknown if the patient was connected at the time of the alarm. The reporter stated that they were unable to find the source of the alarm. There was no patient injury or medical intervention associated with this event. Additional information is requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.